Manufacturer narrative:
One (1) used unknown, spiros connected with a used, 5ml syringe were returned for evaluation. As received, azacitidine injection powder zentiva 100mg/4ml solution residuals were observed on the top of the sample and a crack on the spiros's tip was observed, no additional damage or anomalies were observed. The spiros was primed at gravity pressure and as per procedure, after the test no occlusions, flow restriction or/and leaks through the crack were confirmed. Even though a flow was observed when sample was primed as received, complaint of no flow/ can't prime can be confirmed, based on the crystal dry azacitidine observed on the spiros. Without the returned used mating device for evaluation, a probable cause cannot be determined. The probable cause of the crack was due to a drug used causing stress on the spiros. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
The complaint/event involved an unspecified spiros® device (either a spiros®, closed male luer w/red cap, 25 units lot 14192651 list 011-ch2000sc-25 or spinning spiros¿ lot 14137310 list 011-ch2000s-c). Difficulty in administration using the spiros device with the syringe product (luer-lock 5ml de bd, list 309649) that the spiros was placed on. The nurses were able to administer part of the syringe's product without difficulty; however, a part of the syringe's product remained blocked afterwards. It was impossible to inject the rest of the product. The changing of the needle and spiros rotation was not working. The patient was stable during the event, there were no adverse event/harm, no blood loss, medical intervention was not required, however, the patient did not receive the entire dose. There were no visible signs of malfunction, damage, stress or wear with the device before the incident. The medication used was azacitidine 100mg/4ml injection powder - zentiva. Lastly, there was not anything obstructing the tubing,

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.